Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device functioned as intended when installed in a known working pump. The reported 'battery err/improper shutdown' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Additionally, when a "battery error!" Presents on the pump, the pump should not be unplugged due to a potential lack of battery power. Unplugging the pump when a "battery error!" Is displayed could result in a shutdown. The battery cell will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module was involved in an improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.